Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported there is a filter on the air intake of these probes that prevents secretion from being sucked in. This filter (anti-reflux valve) seems to be removable but it was impossible to remove it at all. It is not safe. It was impossible to empty the gastric contents of the stomach. The salem sump needed to be removed from the patient and replaced with a new one.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.